Event description:
It was reported that during an implant attempt, the left ventricular lead was inserted into the coronary sinus valve it shifted and the silicon surface of the lead was seen removed. The lead was removed and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated damage at implant. Concomitant product: 6944a65 lead, (B)(6) 2014. (B)(4).